Manufacturer narrative:
(B)(4). This customer reported that they were unable to achieve pacing capture during a pacing event. There was no report of any negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that they were unable to achieve pacing capture during a pacing event. There was no report of any negative patient impact.